Event description:
A medwatch was reported by the customer that stated, during stereotactic right breast biopsy procedure, mammotome biopsy site identifier did not deploy during 2 attempts to place the biopsy site identifier aka "clip". Clip is used to mark the location where the biopsy specimen was removed from the breast. During the first 2 attempts to deploy the clip, resistance was met and the insertion sheath holding the clip was removed. The 3rd attempt was successful. The clip was deployed and the insertion sheath removed. A post procedure image revealed a 1.5cm x 3mm piece of the biopsy site identifier sheath remained in the pt's right breast. An inspection of the sheath from the 2nd attempt revealed the sheath had been sheared off. Following discussion of the retained foreign body with the pt, consultation with the MFR and eval by the radiologist, the decision was made to leave the piece of the sheath in the pt's breast. On the same date as the customer filed a medwatch, the customer also reported to the MFR that the doctor has sheared off the tip of mam3008. The risk mgr, (B)(6), has requested to be updated on the complaint process. The pt still holds the tip within the biopsy site of the breast tissue. The doctor will receive a biocompatibility letter from regulatory, and an inservice will be requested for the doctor.

Manufacturer narrative:
The batch record for lot h4427n was reviewed. All quality inspections and device specs were met. The device identified for this event was not returned for eval, therefore, direct analysis of the device was not performed and the event could not be confirmed.